Manufacturer narrative:
Complaint conclusion: after one year of implantation a 6 mm x 100 mm 120 cm s.m.a.r.t. Flex vascular stent system fractured and was completely separated. There was migration of the separated segment to another part of the body. The migrated stent was separated. The migration was not treated. The procedure was not completed successfully without patient injury. "After the fracturing of the stent, the patient asked the compensation and been rejected. After that the patient did not admit any treatment in this hospital." The target vessel / lesion is the right popliteal artery occlusion. The lesion was severely calcified. The lesion had no tortuosity. There were no acute angles or bifurcating. The total length of the stented segment was 80mm. The stents did not overlap. The stent was not implanted in an actively moving segment of the artery. The atmospheres of pressure used to deploy the stent were 10. A ivus was not done after the initial stent placement. After the fracturing of the stent, the patient asked the compensation and been rejected. After that, the patient did not admit to any treatment in this hospital. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device remained implanted in the patent; therefore, it will not be returned for evaluation. The device was not returned for analysis. Neither supportive fluoroscopy nor x-ray images of the reported stent fractured- separated and migration were provided to the complaint. A product history record (phr) review of lot 250796 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported ¿stent fractured- separated and stent- migration¿ could not be confirmed since the referred malfunction could not be properly evaluated due to the nature of the complaint (fractured- separated and movement of the implanted device away from the implant site). The patient¿s medical history of hypertension, history of smoking for more than 40 years about 20 cigarettes per day and history of alcohol consumption for more than 30 years about 100ml per day may have contributed to the reported events. Additionally, the patient did not admit to any treatment in this hospital as stated in the investigation conducted. According to the instructions for use (IFU) ¿system handling ¿ precautions. Do not use if it appears to be damaged. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time until the product is received to proceed with a complete and proper evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after one year of implantation a 6 mm x 100 mm 120 cm s.m.a.r.t. Flex vascular stent system fractured. There was no reported patient injury. The device remained implanted in the patent; therefore, it will not be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after one year of implantation a 6 mm x 100 mm 120 cm s.m.a.r.t. Flex vascular stent system fractured and was completely separated. There was migration of the separated segment to another part of the body. The migrated stent was separated. The migration was not treated. The procedure was not completed successfully without patient injury. "After the fracturing of the stent, the patient asked the compensation and been rejected. After that the patient did not admit any treatment in this hospital." The target vessel / lesion is the right popliteal artery occlusion. The lesion was severely calcified. The lesion had no tortuosity. There were no acute angles or bifurcating. The total length of the stented segment was 80mm. The stents did not overlap. The stent was not implanted in an actively moving segment of the artery. The atmospheres of pressure used to deploy the stent were 10. A ivus was not done after the initial stent placement. After the fracturing of the stent, the patient asked the compensation and been rejected. After that the patient did not admit any treatment in this hospital. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device remained implanted in the patent; therefore, it will not be returned for evaluation.